Event description:
Device was applied during an esophago gastrectomy procedure. No leakage was observed after the device was fired. An x-ray taken five days post-operatively revealed a large leak. Surgeon re-opened pt and observed approx. 1cm space in the middle of the staple line. Orginal application site was resected and the surgeon manually sutured a new anastomosis. Hosp has reported that the pt's status is satisfactory.